Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify no excessive no delivery alarm due to motor error alarms. Pump received with broken battery tube threads, missing end cap sticker and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had cracked and chipped on the top. The customer stated that the insulin pump had random no delivery alarm and had to rewind and re-prime her insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.